Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device other applicable component are: product ID: 37752, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator(ins) for post lumbar laminectomy syndrome. It was reported that the patients ins recharger was not charging the ins, there was nothing coming up on the screen and no coupling bars were shown. The patient was able to charge their ins last week. It was determined that the battery was low on the ins recharger. The desk top charger chord was damaged but still able to charge the ins recharger. The caller reported that the patient's phantom pain was bad and coming back which was the reason they needed to charge the ins. No further complications were reported as a result of this event.